Event description:
Reporter alleged obtaining a discrepant blood glucose result of 417 mg/dl on a patient using the inform system compared back to back with a result of 157 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.